Event description:
Reporter stated that pt capillary sample was tested on the inform system with a blood glucose result of 421 mg/dl. A venous sample, obtained from the same patient within 10 minutes, reportedly measured 150 mg/dl in the facility's lab. Reporter indicated that pt was not treated based on the value obtained on the inform system. No pt injury was reported. The discrepant value was obtained in a hospital. Valid quality control testing had not been performed on the inform system (control solutions were expired). Technical support requested the return of the suspect product and replacement product was shipped.